Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with a pocket hematoma. The patient was scheduled for revision and the device pocket was opened, evacuated, and debrided. The pulse generator was successfully placed back into the pocket. The patient was recovering in stable condition.